Event description:
Reporter stated that pt was admitted to the hosp's intensive care unit, in 2005, in diabetic ketoacidosis. At the time of admittance, pt's blood glucose measured 345 mg/dl, and their ph was 7.026. Reporter indicated that ot is suffering from a viral infection. They were treated with IV fluids and an insulin drip.